Manufacturer narrative:
Updated fields: a2, a3a, d9, g3, g6, h2, h3, h6, h11. The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to integra's medical affairs director and the following was concluded; "based on the non-clinical information received and reviewed to date, there is insufficient evidence to conclude a causal relationship between the device and the patient s demise. A complaint from india was received through a cioms form provided by dr. (B)(6)' s laboratories to integra in which a family member reported that a patient of unspecified age and gender had a codman hakim programmable valve (chpv) implanted on an unknown date for an unknown indication. Patient information and exact product details of the chpv were not provided. There was no device use problem identified in the complaint report. The concern patient family wanted to understand regarding the programming of device. The patient passed away during the use of the chpv shunt. Date of death and cause of death were unknown. To integra s knowledge, the patient's care team is not involved in the family s report and inquiry. Due to the lack of patient, product, and event information, requests for additional information, including the treating physician and/or hospital facility contact information to obtain patient medical records were sent by integra s complaints team to dr. (B)(6)'s laboratories in order to fully understand exactly what happened to the patient and verify the customer's reported information. A response was received on 31mar2025 from dr. (B)(6)'s laboratories that they will follow-up with the customer and provide the details once received. Additional information received from the distributor: "we connected with mr. (B)(6), the brother of the patient mr. (B)(6) (29-year-old male), who was involved in a road traffic accident. Initially, the patient was managed with a fixed pressure shunt in (B)(6). Subsequently, the shunt was replaced with a programmable valve at (B)(6) hospital, (B)(6), under the care of neurosurgeon dr. (B)(6)." "The family had reached out to dr. (B)(6)'s customer service to inquire about the availability of a valve programmer in (B)(6). However, during a follow-up with mr. (B)(6), we were informed with regret that the patient has passed away." "According to mr. (B)(6) , the patient developed a cerebrospinal fluid (csf) leak from the surgical site, which may have led to an infection¿possibly meningitis." Patient's name: (B)(6). 29 year old male. Patient's brother is the complainant. Patient died 3 months ago. Rta road traffic accident. Secondary hydrocephalus after brain trauma. Patient is from (B)(6) and patient's family wanted to know if the programmer is available in (B)(6) which is the reason for raising the complaint; this happened prior to the patient's death. According to the family, csf leakage from shunt site and wound infection/meningitis is the cause of death, probable reason is inadequate wound care family confirmed that death is not related to the shunt - no blockage, over drainage or under drainage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient's relative reported: on an unspecified date, a codman hakim programmable valve (chpv) was implanted for an unreported indication. On an unknown date, the patient passed away. Cause of death was unknown, and it was unknown if an autopsy was performed or not, however, causality of the event (death) was possible with chpv shunt. Patient information not available including: medical history, concurrent condition, family history, past medication, concomitant medication, co-suspect medications, pertinent laboratory data and drug allergies. According to information provided: this case was not verified by a health care professional. No additional information has been provided after several attempts.

Manufacturer narrative:
Updated fields: b2, g3, g6, h1, h2, h3, h6/f10, h11. Due to additional information provided: field b2 was updated to "other serious (important medical events)" (previously: death). Field h1 was updated to "serious injury" (previously: death). Field h6/f10 (health effect - impact code) was updated to f29 (a death has occurred, but it was confirmed that the event did not contribute to the death); previously f02 (death). Based on the updated medical assessment received: "according to (B)(6), the patient developed a cerebrospinal fluid (csf) leak from the surgical site, which may have led to an infection-possibly meningitis. Csf leakage from shunt site and wound infection/meningitis was the cause of death, probable reason stated as inadequate wound care. The patient's family also confirms that death is not related to the shunt - no blockage, over drainage or under drainage." From the clinical information received and reviewed to date, there is insufficient evidence to conclude a causal relationship between the device and the patient's demise and that likely it occurred due to infectious meningitis. A complaint from india was initially received through a cioms form provided by dr. (B)(6) laboratories to integra in which a family member reported that a patient of unspecified age and gender had a codman hakim programmable valve (chpv) implanted on an unknown date for an unknown indication. Patient information and exact product details of the chpv were not provided. There was no device use problem identified in the complaint report. "The concern patient family wanted to understand regarding the programming of device." The patient passed away during the use of the chpv shunt. Date of death and cause of death were initially listed as "unknown" but further inquiry via dr. (B)(6) at dr. (B)(6) laboratories indicated the cause of death was not device related, infection as causal.